Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Insulin pump was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. Unit then was programmed and monitored basal profiles. All basal profiles delivered properly. No bolus anomaly noted. Insulin pump passed the dat test at 0.08715 inches. Unit was received with cracked retainer, scratched case and minor scratched lcd window. Unit communicated properly with a test guardian 2 link and the glucose sensor simulator. However, unable to verified auto mode feature due to sensor feature loss communication in the process problem isolated to electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of about 40 mg/dl at the time of the incident. The pump was reading that they were at 67 mg/dl. The customer was at 151 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as sweating. The customer was wearing the insulin pump during the incident. The customer uses auto mode on their pump, and their pump does not suspend when their sensor glucose value goes below 70. The customer has had several lows since they started using auto mode and believes the pump is over delivering. Troubleshooting was completed. The customer had sensor glucose versus blood glucose differences. The insulin pump will be returned for analysis.